Manufacturer narrative:
Model number/catalog number 72404127 serial number null batch/lot number 775179017 model/catalog description control pump fgs iz.

Event description:
It was reported that the patient experienced recurring incontinence with a seven year old artificial urinary sphincter (aus). A replacement procedure was performed in which the existing device was removed and replaced with a new aus. The patient did not experience any further complications. It was further reported that the suspected cause for the recurring incontinence was fluid loss due to a leak in crease of cuff. The patient did not experience further complications following the procedure. No more information available at the moment. Should additional information become available, it will be provided.